Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (plad) artery with heavy calcification and moderately tortuous lesion with 80% lesion with diffused disease. The lesion was predilated with the lesion with a 1.5x12 and 2.0x12 minitrek balloons at 8 atmospheres (atm). The 3.0x38 xience sierra was deployed at 10 atm. However, a dissection occurred at the distal end when the stent delivery system was removed. Therefore, a 2.5x28 xience sierra was implanted to treat the dissection. There were no adverse patient sequela. No additional information was provided.